Manufacturer narrative:
Evaluation: device history and sterilization records were reviewed. Results: the distal tip of the end electrode was missing just below junction where the tip and transition sleeve are welded onto the electrode. Due to the missing distal tip, the lead failed continuity, channels one and seven shorted where the lead segment is flexed at channel seven. No anomalies were noted with the needle or stylet. The device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: it is inconclusive without the missing tip to determine if the weld or some other factor such as lead skiving from the heel of the needle was involved in the tip breakage. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
It was reported that during trial lead placement on (B) (6) 2009, the distal tip of the lead broke off outside of the needle tip and fell into the patient's interspinous ligament. The unretrieved fragment was confirmed on lateral x-ray. The procedure continued with another lead implanted. On 5/21/2009, technical support sent the surgeon an analysis letter containing the evaluation on the lead. Included as part of the letter was a copy of the (B) (6) 2008, public health notification issued by FDA titled, "FDA public health notification: unretrieved device fragments."